Manufacturer narrative:
The reported event is confirmed-design related. Evaluation on returned sample confirmed that the length of female foley catheter was 8¿ instead of 11¿. Potential root cause due to inadequate procedure guideline during product transfer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient had been back in touch to state their new replacement order was exactly the same as d236914s-all 8" (lot# nghn4359) instead of the usual 11-and all had the same lot number as stock we had issues with last month (lot# nghn4359). It was stated that they had checked the stock on shelves and that it was all the same issue and lot number. It was also stated that they had checked the new order of 12ch d236912s they have in stock, and they were also 8" instead of the usual 11 (lot# unk)". Per additional information via email from ibc on 02aug2023, it was stated that the all of the same lot. Number so 12 catheters in total. The patient had the same issue in june with all 12 catheters being affected also. In total all 24 catheters had been the same lot number. It was also stated that the our stock of 12ch have the same issue also and not sure if the lot number was the same on those.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been back in touch to state their new replacement order was exactly the same as d236914s-all 8" (lot# nghn4359) instead of the usual 11-and all had the same lot number as stock we had issues with last month (lot# nghn4359). It was stated that they had checked the stock on shelves and that it was all the same issue and lot number. It was also stated that they had checked the new order of 12ch d236912s they have in stock, and they were also 8" instead of the usual 11 (lot# unk)". Per additional information via email from (B)(6) on 02aug2023, it was stated that the all of the same lot. Number so 12 catheters in total. The patient had the same issue in june with all 12 catheters being affected also. In total all 24 catheters had been the same lot number. It was also stated that the our stock of 12ch have the same issue also and not sure if the lot number was the same on those.